Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that about 5-7 years ago the patient felt a shock in the battery area when they first came out with the full body scans at airports. The ins was off and they never had the ins on when going through security machines. The patient noted that they had to replace their ins. No further complications reported.